Event description:
During pci the patient had one driver stent successfully deployed at distal lad. Patient also had one endeavor sprint rx drug eluting stent successfully deployed at proximal lad, and one non-medtronic stent deployed at mid lad. Approximately 8 months 1 week post pci patient underwent revascularization of distal, mid and proximal lad with the deployment of three non-medtronic stents. Investigator indicated that there was no relationship with the study product, procedure or drug.

Event description:
It is reported that the patient underwent a revascularization approximately 44 months post index procedure due to a myocardial infarction. Approximately 52 months post index procedure, the patient underwent a target vessel revascularization due to coronary restenosis. A drug coated balloon was used to treat the patient. Outcome is recovered.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (occlusion). (B)(4).

Manufacturer narrative:
The investigator has assessed that the previously reported target vessel revascularisations, which occurred approx. 8 months and 39 months post index procedure, were related to the study device.

Manufacturer narrative:
A target vessel revascularization was carried out to treat coronary restenosis approximately 4 years and 5 months post index procedure. A drug coated balloon was used to treat the lad. The investigator assessed that there was no relationship between the device and the event. The outcome is recovered. (B)(4).

Manufacturer narrative:
Revascularization occurred approximately 9 months, not 8 months as previously reported. Revascularization occurred approximately 33 months, not 44 months as previously reported. Revascularization occurred approximately 41 months, not 39 months as previously reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient has a history of hyperlipidemia. The investigator has indicated that the previously reported restenosis was not related to the study device.

Event description:
Patient is in remission following the previously reported revascularization of the lad that occurred approximately 8 months post index procedure. The previously reported coronary restenosis requiring revascularization of the lad approximately 52 months post index procedure in fact occurred approximately 39 months post index procedure. The relationship between the restenosis event and the study device is unknown. It has been confirmed that the patient did not suffer an mi 44 months post index procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.